Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rear controller had no led's. A field service engineer, replaced the led and successfully tested pocket operation. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es drawer 5 was not detected on bus. The customer stated that the users were unable to get meds. There were no adverse events or injuries reported based on this incident.